Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 2nd, a novasure procedure was performed. The doctor inserted the device into the patient and before the cavity assessment, the canister started filling with blood. Unable to pass the cavity assessment the doctor opened a second device and had the same issue. The doctor decided to shorten the length of the cavity, able to pass the cavity assessment. Completed ablation at 1min 16 sec. The patient was admitted back to the hospital over the weekend due to fever and pain. A laparotomy was performed and the doctor performed a hysterectomy. After examing the anatomy, they saw the entire uterus was ablated not just the endometrium. The patient is recovering and status is improving. No additional information is available.